Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause for the reported crack is procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a crack noted before use. It was reported that on (B)(6) 2022, the steerable guide catheter was removed from the packaging for preparation. During preparation, the stopcock was screwed on using too much force, when the sgc hemostatic valve cracked. They were aware of the force used, and stated it was too much. The device was discarded and not used. There was no patient involvement. Another sgc was used in replacement without further issues. No additional information was provided regarding this issue.